Event description:
It was reported that the customer had a pump that was exposed to fluid. Customer's blood glucose level was 135 mg/dl. Customer stated that he had a boating accident and was treading water for a little bit. Customer's most recent blood glucose reading was 212 mg/dl. Customer stated that the pump was flickering on and off. Customer also received an alarm. Customer placed the pump in rice to get the moisture out. Customer received a button error alarm. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
The up arrow button did not respond due to moisture damage on keypad trace. Pump had moisture damage on electronics. No button error alarm noted. The insulin pump was received with minor scratched display window, cracked battery tube threads, broken reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.